Event description:
The tip of a trerotola device (arrow inc), used to treat an obstructed av fistula in the left upper arm of this dialysis pt, entered the soft tissues through a perforation in the vein and broke-off in the soft tissues. The broken tip remained in the soft tissue. A stent was placed to treat the remaining obstruction in the fistula and help permanently exclude the tip from the venous system. (B)(4).